Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Evaluation: results - visual inspection of the returned lens showed a tear across the optic into the haptic and a reddish residue on the lens surface. (B)(4).

Event description:
The customer reported the surgeon noted the aa4203tl silicone single piece lens had been torn as it was leaving the chamber of the injector. The lens was partially inserted before the surgeon retrieved it. There was no injury to the patient. Customer stated they later discovered the event was due to lack of viscoelastic.